Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that her child had unexplained low blood glucose of 15 mg/dl. Blood glucose at the time of the call was 36 mg/dl. Troubleshooting found that the customer went to the hospital 1 month ago for the low blood glucose. The customer was advised to change the set and remove reservoir from the pump. Troubleshooting found that the pump was functioning fine and advised customer to follow up with their doctor regarding the high blood glucose. Customer was advised to monitor pump and call back with any further issues.